Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported connection between the aspiration line (blue tube) and the handpiece was loose during cataract (with intraocular lens (iol) implant) surgery. The diameter was a little larger than conventional ones. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Based on the internal review of the file, it was determined that the information provided for the event connection between the aspiration line (blue tube) and the handpiece was loose during surgery does not represent a reportable (serious injury) since connector issue was reported. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review of the file, it was determined that the information provided for the event connection between the aspiration line (blue tube) and the handpiece was loose during surgery does not represent a reportable (serious injury) since connector issue was reported.